Manufacturer narrative:
The reported events were high pacing threshold and cardiac perforation. As received, a complete lead was returned in one piece. Visual inspection of the helix found the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The reported event of high pacing threshold was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. Tip stiffness test was performed and results were within specification.

Event description:
During a routine device exchange procedure, high capture threshold was noted on the right ventricular (rv) lead. Rv lead repositioning was attempted, however, the patient noted chest pain. Ultrasound revealed the rv lead had caused a pericardial effusion. The rv lead was explanted and the device replacement procedure was stopped. The patient was transferred to a surgical clinic, and surgical intervention was performed to address the pericardial effusion. The patient was in stable condition.